Event description:
The account alleged that the bed exit would alarm from the bed, but not through the nurse call. No injuries reported.

Manufacturer narrative:
The technician replaced the nurse call board and cable and found the same issues were occurring. The technician replaced the siderail interface board and this resolved the issue.